Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient alleged of respiratory tract irritation and cancer. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and cancer. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. Product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory used a known good pil supplied heated tube on customer supplied humidifier. Product investigation laboratory supplied known good heated tube did operate. During the investigation, product investigation laboratory observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Secondary findings like 9 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. User interface knob broken. Top enclosure not seated correctly. Blower ferrite not seated in blower cap clip, blower motor grommet not seated in blower cap, sound abatement foam missing from the bottom enclosure, possible unauthorized rework. Possible insect infestation in humidifier by heater plate. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Product investigation laboratory was unable to address the symptoms specified. In box e: - date avail. For eval and date returned has been updated. In box h: device eval. For mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.